Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse verified that the optical door sensor for the bulk water system door was damaged and a broken wire was coming out of it. The cse replaced the sensor assembly, which corrected the exposed wire and performed a daily cleaning procedure. A siemens headquarters support center (hsc) specialist reviewed the service report and information provided by the customer. The hsc specialist stated that the broken wire on the optical door sensor carries 5 volts of direct current. The cause of the operator receiving a shock is unknown. The system is ul certified. This was an isolated event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument contacted a siemens customer care center (ccc) specialist. The operator stated that the instrument had stopped sampling due to a water presence issue after a daily cleaning procedure was performed. The ccc specialist was instructing the operator over the phone to perform troubleshooting when the operator received a shock from the broken wire coming out of the optical door sensor for the bulk water system door. It is not known whether the shock was static or electrical. There are no known reports of any injury, medical intervention or medical treatment as a result of the shock.